Event description:
According to the reporter, the device locks up when it is powered on. There was no patient associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not complete the power up sequence when the on button was pressed. Physio replaced the user interface pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physico further evaluated the replaced pcb assembly but could not replicate the reported problem and root cause could not be determined.